Event description:
Healthcare provider reported a right side device rupture and right side capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed a broken assessed as a surgical impact opening. As per the investigation procedure, non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider reported a right side device rupture and capsular contracture baker grade iii confirmed with ultrasound. Device was explanted and replaced with another manufacturer's device.